Event description:
It was reported that during an unknown procedure the device opened and working optimally, halfway the grey handle stopped halfway and could not close fully to plastic. New er320 was opened to continue the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 10/28/2025. D4 batch #z7003h. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to be jammed. In order to evaluate the internal components the device was disassembled. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent, not allowing the clips to fed into the jaws; the latch was found damaged and the latch posts was found to be broken which suggest that a lockout premature. In addition, eighteen (18) clips were found remaining inside the clip track. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the trigger damaged. Possible cause of the found condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. A manufacturing record evaluation was performed for the finished device batch z7003h number, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.